Manufacturer narrative:
Omsc found the white foreign object which had adhered significantly to the venting connector of the subject device when another failure, a liquid ingress of the scope connector was confirmed. The foreign object has adhered to the back of the vent venting connector (watertight packing part). It was analyzed the composition of the white foreign object was cellulose. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the investigation, omsc considered there was the possibility this phenomenon was attributed to a residue due to insufficient rinsing during reprocessing. The identified foreign object (cellulose) has many uses, so it could not identify, but it might have been a component which contained in detergents, etc. Therefore this could be detergents. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image failure had occurred during the preparation for use. Omsc found the foreign object had adhered to the venting connector of the subject device where is leading into the inside the subject device during the investigation. There was no report of patient injury associated with the event.